Event description:
The plaintiff's attorney alleged that the patient experienced pulseless electrical activity and expired the same day, all of which wa allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.